Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 had failed and was not detected on the bus. A field service engineer (fse) instructed the customer to attempt recovery of the drawer to identify the failure type and confirmed that the drawer and all pockets were not being detected on the pyxis communication bus. The fse removed the rear panel, inspected the light emitting diode indicators on the communication module controller, and observed that the half height cubie drawer 2.1 was not communicating with the controller. The fse checked the retractor band for connection issues or damage and, although no visible damage was identified, replaced the retractor band as part of troubleshooting. The fse then rebooted the station and confirmed through the controller indicators that communication was restored. The fse observed that the failed storage space indicator was no longer present after full system startup and verified with the customer that medication could be successfully inventoried from the drawer. The fse also replaced a missing slide rail bumper on drawer 2. 1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.